Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was running propofol infusion when it abruptly displayed an error message and instructed to shut it down (due to prioritization of restarting the infusion, did not get the error code). After shutting the pump down and restarting it, noted that all of the relevant data for the propofol infusion (dosage, patient weight, volume to be infused, etc) had been erased and the initial set-up menu for the pump appeared occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.